Event description:
It was reported that the pain stimulator was removed 2 years ago because it did not work to eliminate the pain in the nerve area. It was later reported that the cause of the event was not applicable and it was not device related. The device was removed when the patient¿s pain resolved and it was no longer used. There was no loss of therapeutic effect or loss of stimulation. The patient recovered without permanent impairment. However, when they were removing the device, the two leads were stuck deeply into the scar tissues. Several attempts were done, and then a different doctor was called to help to remove the surgical paddle. They tried several times and the surgical paddle was still stuck deeply into the epidural area. At that point, the decision was made that they would leave it in and they would close it and would have the doctors that placed the surgical lead remove it under different circumstances since this was done under monitored anesthesia care (mac) anesthesia and the next one would be under general anesthesia. The incision was closed, and the patient did very well, and was transferred to the recovery room. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).